Manufacturer narrative:
The MFR's service rep performed an on-site investigation. The batteries were replaced, and the filament was calibrated. The system was tested and is operating as intended.

Event description:
The customer reported that the 8800 system displayed an error message upon boot up. No pt injury was reported.